Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hospital have been unsuccessful, and the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
During the desiccating of the endo-cervical canal, the white ceramic insulation broke off the omni into the pt, the surgeon was able to retrieve the pieces from the pt with no harm to the pt.